Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had a tear in the tubing resulting in a medication leak. The following information was provided by the initial reporter: good morning. On (B)(6) 2023, we had a safety event reported the defective product has been discarded by the clinicians. Based on the information provided below, could you start a product quality report? Item retained in defect depot?: no; picture: no; patient harm: minimal temporary harm. ¿while priming IV tubing with taxol, noted tear in low sorb infusion tubing and taxol leaking out on to chemo prep pad. Chemo spill cleaned up per protocol. Per pharmacy taxol bag and faulty tubing disposed of and new taxol bag prepared.¿

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had a tear in the tubing resulting in a medication leak. The following information was provided by the initial reporter: good morning. On (B)(6) 2023, we had a safety event reported the defective product has been discarded by the clinicians. Based on the information provided below, could you start a product quality report? Item retained in defect depot?: no; picture: no; patient harm: minimal temporary harm. ¿while priming IV tubing with taxol, noted tear in low sorb infusion tubing and taxol leaking out on to chemo prep pad. Chemo spill cleaned up per protocol. Per pharmacy taxol bag and faulty tubing disposed of and new taxol bag prepared.¿

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.